Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova field service technician dispatched to the facility confirmed the issue and traced it back to a compressor damage. The unit was removed from service.

Event description:
Livanova received a report that on a heater cooler 3t circuit breaker triggered during priming. There was no patient involvement.